Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the losing the time and date after a battery change. Batteries had been out for less than five minutes. This happened a few weeks ago. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.